Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator had a broken frequency knob. The generator is expected to be returned for service. There was no patient involvement.

Manufacturer narrative:
Product analysis: at analysis it was noted that the rate knob, attachment ring and cover, both bail covers, five screws and the main cover were missing and the upper case was broken. It was noted that it passed its incoming testing. The device is recommended to be scrapped due to prohibitive repair costs. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the product had been returned to service.

Manufacturer narrative:
Product analysis: it was further reported that the device was returned unrepaired to the customer. If information is provided in the future, a supplemental report will be issued.